Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer mentioned sensor glucose value was 50 mg/dl with low reading alert. The customer treated hypoglycemia with carb intake. The insulin pump was worn during a MRI test done hence pump was exposed to a strong magnet. The customer experienced sensor glucose versus blood glucose value difference. The blood glucose value was 100 mg/dl. The sensor glucose value was 128 mg/dl. The difference between both values was less than 30%. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884l, mmt-378a. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The auto-mode/smartguard feature was active at the time of low blood glucose event. Customer mentioned pump was exposed to a strong magnetic field. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-378a. No product return is required for mmt-7040a.